Event description:
The patient underwent an ventral/incisional hernia repair using veritas collagen matrix. The patient developed a subcutaneous/skin wound infection, which was treated by opening the infected area and applying wound care with packing. The patient was also given antibiotics. This event was reported in an (B)(6) presentation on (B)(6) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(6) meeting held on (B)(6) 2012: